Manufacturer narrative:
D9: date returned to mfg.: 25-mar-2026. H3 and h6. Codes: updated. Device evaluation: received one (1) used cadd administration set. As received, the administration set spike was connected to a non-ICU medical "ez-spike" device and the distal end luer was connected to an equashield cstd. No other damages or anomalies were observed. To replicate clinical use, the administration set was primed as per the IFU following the pump priming procedure. The administration set was attached to a cadd solis 2110 pump and 10ml of priming was performed. Successful priming was observed and no pump alarms were displayed. However, leakage from the filter air vent was observed. The administration set was primed again using a dyed water IV bag. The filter leakage persisted and evidence of filter saturation (wetting out) was observed. The complaint of leakage was confirmed. The probable cause is due to the filter losing its hydrophobic properties. A lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had noted leaking from the pump at the filter. There was no patient injury.